Event description:
Customer reported an issue with the v-series monitor which may affect patient monitoring. No patient injury was reported.

Manufacturer narrative:
Device was returned to the company for analysis.